Event description:
Ous MDR - it was reported that this pacemaker showed a premature battery depletion after approx. 63 months of implantation. The pacemaker was in dddr-adi mode. No adverse patient side effects have been reported. The pacemaker was explanted and returned for analysis. Patient is a male, (B)(6) years old.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The memory content of the pacemaker was inspected, showing a rapid battery depletion since (B)(6) 2015. The pacemaker was subjected to an electrical analysis. Upon interrogation a warning message was shown on the programmer screen informing the user that the device switched to the eri status in (B)(6) 2015. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. At a next step the pacemaker was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies but the battery was found to be almost depleted. The battery was disconnected from the electronic module. Further thorough investigation of the electronic module did not show any abnormality. In particular the current consumption proved to be normal and expected. At a next step the battery was sent to the manufacturer for analysis. Analysis results of the battery: the manufacturing process for the battery was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Subsequently the battery was subjected to a visual and an electrical inspection, including x-ray as well as microcalorimetry analysis and confirmed the battery depletion. The destructive analysis revealed an internal short circuit within the battery, contributing to an increased internal self-depletion and thereby to the clinical observation. In summary, the battery depletion resulted from an internal short circuit within the battery. The electronic module functioned normally and as expected. The therapy functionality of the device was available while the pacemaker was implanted and in service. There was no indication of a material or manufacturing problem.